Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system. The injury on the patient left calf is consistent with heating incidents caused by insufficient distance between coil cable and patient skin. The protective cable sleeve that was installed via (B)(4) was partially detached at the coil end and some part of the coil cable was exposed. This may have resulted into direct contact of the coil cable and the patient left leg, close to the affected area. Furthermore the following possible contributing factors were observed: 6 scans on high sar value were performed . The total whole body rf dose administered was 6.9 kj/kg. The incorrect patient weight was entered ((B)(6)). This may lead to higher sar levels. The patient was obese. This may indicate a hampered thermo- regulation.

Event description:
Philips received a report from a customer related to a heating incident with the sense body coil on an achieva 1.5t mr system. The patient sustained reddening of the skin with a blister of 2cmx4cm on the backside of the left calf after an examination of the right leg with the sense body coil.